Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she might have been connected to the insulin pump during the manual prime, and she was unable to complete the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.